Event description:
It was reported that the right ventricular (rv) lead was not working. Follow up was attempted but no additional information was obtained about what specifically was not working with the lead. The rv lead was capped and replaced and then later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was stretched and there was blood/body fluid on all conductors (not obstructed). The outer insulation was melted, had cosmetic metal induced oxidation, had cosmetic environmental stress cracking, was breached cut, there was a white substance on it and it had a cosmetic depression. There was apparent explant damage.